Event description:
It was stated that the customer was hospitalized for hypoglycemia. No blood glucose reading was reported for the event. The customer stated that the monitor was not sending any signals to the insulin pump. The insulin pump was not present for troubleshooting during the phone call. The medical doctor wanted the insulin pump to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.